Manufacturer narrative:
(B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot: part number: 02.110.150. Lot number: h621796. Part manufacturing date: april 27, 2018. Manufacturing site: elmira. Part expiration date: n/a. Non-conformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h621796 of lcp wrist fusion standard bend plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h503025 met all specifications with no issues documented that would contribute to this complaint condition. Device history review: a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to a nonunion. The original case was done (2) two years ago and the patient did not follow up. However, the patient began lifted cement bags and the plate loosed and the fixation failed. Thus, a wrist fusion plate was removed from the patient and bone grafted was done and a new wrist fusion plate was used to fixate. The procedure outcome was unknown. There was no patient consequence. This is report 01 of 07 of (B)(4).